Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2015. Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an echocardiogram revealed vegetation on the cardiac resynchronization therapy defibrillator (crt-d) system leads. It was also reported that the patient experienced recurrent bacteremia. The crt-d system was explanted and a temporary pacing lead was placed until a replacement system can be implanted. No further patient complications have been reported as a result of this event.